Event description:
End user reports that starting about 2 months ago he developed a dry flaky red patch at 12 o'clock confirmed to the area under the mass from 11 to 1 o'clock. He also has a small red area at 6 o'clock that is sore; dry but no flaking. End user saw wound care nurse, recommended sh powder and protector barrier wipe application but reports wafer would not adhere. Provided instruction for correct application. Pt outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, no diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of eval or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.